Manufacturer narrative:
Analysis of the AED log files showed the unit was manufactured on 02/19/21 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). On (B)(6) 2025, the AED began flashing its red asi and emitting audible chirps following the results of an automated self-test. This service condition went unaddressed. On (B)(6) 2025, the AED identified that the battery was becoming low and continued to alert users by flashing the red asi and chirping. The AED continued to flash and chirp until (B)(6) 2025, when the battery pack became completely depleted. Review of the electronic logs showed no evidence of human interaction or corrective action taken to address the AED's condition until (B)(6) 2026, when a replacement battery pack was installed. Following installation of the new battery and completion of a manual self-test, the AED was verified to be functioning as designed and is suitable to remain in service. The AED remained with a depleted battery for approximately three months prior to the reported event on (B)(6) 2025. Based on log file review, the AED did not power on during the rescue due to lack of required maintenance, resulting in a fully depleted battery at the time of use. Per the IFU, routine checking of the active status indicator (asi) is recommended. The asi is located in the upper corner of the AED and indicates the operational readiness of the unit. The asi periodically flashes green to indicate a fully functional condition. If the asi is flashing red or not flashing at all, the AED requires attention.

Event description:
A customer reported that police officers arrived on scene and observed an elderly male slumped over in a wheelchair. Upon assessment, the patient was found to be unresponsive and not breathing. The officers moved the patient from the wheelchair to the floor and immediately initiated CPR. An attempt was made to use the AED on the patient; however, the user reported that the AED screen was blank and the unit would not power on when the power button was pressed. A second defibtech AED was retrieved and successfully powered on. CPR was continued. Following analysis, the functioning AED advised no shock. Ems and paramedics arrived on scene, assumed patient care, and continued resuscitation efforts. The patient was transported to the hospital, where it was later confirmed that the patient passed away.